Event description:
It was further reported that one day post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented to the emergency department with chest pain, tightness radiating to left jaw, left arm and left shoulder. The subject was transferred to another hospital. Cardiac enzyme elevation was consistent with protocol definition of mi with peak troponin I = 0.92 ng/ml, uln=0.11 ng/ml. The instent-restenosis was treated with placement of a 3.00m x 23mm non-bsc stent.

Event description:
(B)(4). It was reported that following a stenting treatment procedure myocardial infarction and in-stent restenosis occurred. The patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) with 90% stenosis, a length of 16 mm and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 18/20 mm promus element stent with 0% residual stenosis. In (B)(6) 2013 while hospitalized, coronary angiography revealed diffuse 99% proximal stenosis at the lcx with minor luminal irregularities noted at the mid lcx. There was 99% in-stent restenosis of the previously placed study stent in proximal lcx which was treated with pre-dilatation and placement of a non bsc stent. Following post-dilatation, residual stenosis was 0%. The event resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).